Event description:
New information reported stated that the lead exhibited an insulation abrasion. The lead was explanted and replaced. The patient was stable post surgery.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead insulation was broken. The lead parameters were not -good-. The lead was no longer used. The patient was in stable condition post event.